Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the clinic for 3 month post-op follow-up. A drop in r-waves was observed. X-ray showed that the lead was dislodged. The lead was explanted when repositioning was unsuccessful.